Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: addr06 implantable pulse generator (B)(6) 2011; unknown competitor implantable pacing lead (B)(6) 1986. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high impedance. The lead was inactivated. No patient complications have been reported as a result of this event.